Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced continuous low blood glucose (bg) levels that decreased to 21-22 mg/dl which was addressed with the customer consuming juice. Cause for bg was unknown. Additionally, it was reported while customer experienced decreased bg levels, the customer's basal iq software did not suspend insulin delivery appropriately resulting in the customer's bg continuing to decrease.